Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer blood glucose level was 2.2 mmol/l. Customer declined troubleshoot for low blood glucose level. Customer stated they noticed blood sugars got low then administered another correction then it was going high. Customer current blood glucose level was 17.4 mmol/l. The customer was treated with food. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of high blood glucose event. Customer believed the insulin pump was under delivering because after dinner they corrected for the food and noticed blood glucose was getting higher. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.